Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not confirm any of the allegations made against this device in the field.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this patient¿s pacemaker and right ventricular (rv) lead exhibited multiple high pacing impedance measurements of greater than 2000 ohms. Some undersensing and high thresholds were also observed on the rv lead. Additional information from the field indicated that the patient is pacemaker dependent. During a device upgrade procedure, surgical intervention was performed and the pacemaker was explanted. No additional adverse patient effects were reported.